Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient representative reported "breasts too large", "constant pain under the arms", "significant ptosis", "excessively firm breasts", "capsular contracture", "pain and suffering", "implant overfill", and "mental anguish". The following reported events have been deemed not related to the device: "patient could no longer exercise as a result of previous surgeries", "bodily injury ", disability, disfigurement, and loss of the capacity for enjoyment of life, has incurred and will incur in the future expense of hospitalization, medical and nursing care and treatment, and aggravation of a previously existing condition. These losses are permanent or continuing in nature, and will also suffer in future". Affected side is left. The status of the device is unknown.